Event description:
The event is reported as: the device had a broken jaw and had been previously repaired by a non teleflex facility. No patient injury reported.

Manufacturer narrative:
The device sample was returned for evaluation, however, the results of the evaluation are not available at the time of this report.